Event description:
It was reported during implant procedure that the set screw of the device would not engage the hex wrench. Attempt to insert the lead into the header also failed. The device was successfully exchanged. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to connect and fitting anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.